Event description:
The customer reported the evis exera iii video system center power button sticks and stuck inside the processor. In addition, the button cannot be turned on/off. The event occurred during pre-check, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed due to faulty switch. In addition, heavy corrosion on the bottom chassis and rear panel were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. Countermeasured products have been shipped since november 18, 2013. This also confirms that the reported device was manufactured prior to the design changes and shipment of countermeasured products. Olympus will continue to monitor field performance for this device.